Event description:
Reporter indicated that during a pt visit, following interrogation, an error message was received stating that the generator had been disabled for an unk reason. The pt's device was programmed back on at the visit, diagnostics were run, and were within normal limits. Another interrogation was performed, which conformed the programmed settings. The programming history was downloaded from the physician's programming system and returned to the manufacturer for analysis, which confirmed that the generator was disabled by a burst watchdog timeout. Further investigation into the event is ongoing.